Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Analysis was performed on the returned device. The reported loss of arterial access was confirmed as the returned device analysis observed the vessel locator wings would not deploy and the control wire was separated from the barrel. The reported missing vessel locator wings was not confirmed as the device was returned with the vessel locator wings present. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The reported loss of arterial access was concluded to be related to a potential product quality issue due to the control wire separated from the barrel such that compromised vessel locator wings deployment. This subsequently contributed to the reported missing vessel locator wings which was not confirmed as vessel locator wings were present. The subsequent treatment appears to be related to procedure circumstance. The issue is being addressed per internal operating procedures. Abbott vascular will continue to trend the performance of these devices.

Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device with a 6f sheath after a carotid angiogram diagnostic procedure. Reportedly, when the starclose se device was retracted to place the vessel locator wings against the vessel wall the device came out of the patient anatomy. No vessel locator wings were present. An attempt to deploy the clip was performed after the device was out of the patient anatomy. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela. There was no clinically significant delay in the procedure or therapy. No additional information was provided.